Event description:
The complaint is reported as "the numbers are rubbing off the tube." No patient injury reported.

Manufacturer narrative:
A device history report (DHR) review could not be performed as the lot number was unknown. The sample was not available for evaluation, therefore, the complaint could not be confirmed. Manufacturer will continue to monitor and trend related complaints.